Event description:
It was reported that pump experienced repeated malfunction alarm without any notable events beforehand. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.